Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began in (B)(6) 2020. The patient reported obtaining alleged inaccurate high blood glucose readings of "over 200 mg/dl" with the subject meter. The patient manages his diabetes with lantus insulin (self-adjuster). At an unspecified date and time in (B)(6) 2020, the patient claimed he administered an increased dose of lantus (75 units instead of 60 units) in response to the alleged issue and later developed symptoms of "blurred vision and leg shaking." The patient claimed he treated himself with sugar in response to the symptoms. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.